Event description:
It was reported that the patient experienced syncope. The device could not be interrogated and had no magnet response. A temporary pacemaker was implanted and the device was subsequently explanted and replaced to resolve the event. The device was implanted in 2020; however, the exact date is unknown.

Manufacturer narrative:
The reported event of no pacing could not be confirmed. The device was received with normal telemetry and output. Analysis performed including pacing output did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Additional findings unrelated to the reported events indicated that visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating a device hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.